Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
The customer reports that two months post implant a realize adjustable band after two adjustments, a leak in the band was detected by x-ray. The band and port were replaced on (B)(6), 2011. The patient has loss approximately 20 lbs. The second band seems to be working fine. The patient has had two adjustments since the second band was implanted. The patient is okay.